Manufacturer narrative:
Product event summary: the 10fcc13 sheath with an unknown lot number was returned and analyzed. High magnification image revealed damage to distal tip. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.117 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0185 psig and in an acceptable range. In conclusion, the sheath failed the returned product inspection due to damage to the distal tip and a kink to the side port tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the left atrium was remapped and the physician wanted to touch up the posterior wall. The catheter was reinserted into the patient, and it was observed on intracardiac echocardiography (ice) that the array was an ¿odd shape¿. The sheath, guidewire and catheter were moved to the right atrium. The guidewire was removed from the catheter and the catheter was removed from the sheath. It was noted that there was difficulty pulling the catheter into the sheath and a knot was observed at the end of the array. The case was aborted, and the patient was under general anesthesia. It was noted that most of the ablations had been completed. No patient complications have been reported as a result of this event.